Event description:
It was reported that the pump's handset socket was damaged. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). E1 - initial reporter phone : (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test of device found battery compartment starting to crack, and dso seal peeling off. There was also fluid residue on the bottom of the pump, in the latch/lock area, and in the dso sensor itself. Also found that one of the pins in the remote dose connector was missing. Functional testing found the remote dose connector was non-functional. The fluid residue found implies fluid contamination and the suspected range of the contamination extends beyond the surface to the inside of the pump. The customer's reported issue of damaged handset socket was confirmed by a missing pin inside of the remote dose connector. The fluid residue found implies fluid contamination with the suspected range of the contamination extending beyond the surface to the inside of the pump. No action taken for the reported problem as the sum of required repairs needed was deemed uneconomical. The device is to be scrapped.